Manufacturer narrative:
D2b: pro code: (product code): fge, lit. E1 - initial reporter first name updated from blank to mitsunori. G4: premarket / 510(k): k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel in the left forearm. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. During the first inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k141521, k141597. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel in the left forearm. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. During the first inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.